Event description:
It was reported that the patient presented with their implantable cardioverter defibrillator exhibiting far r-wave over-sensing. Programming changes were made. The patient was stable.